Event description:
A center director reported a patient with trace diffuse lamellar keratitis (dlk) in the right eye one day following lasik treatment. The patient reported her eyes were burning after surgery but they were "fine" the date of the event. The patient's topical steroid dosage was increased. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).